Manufacturer narrative:
This event has been treated in leventon s.a.u. As an incidence (internal code for customer complaint: (B)(4)). As the defective unit was not available for inspection and, in addition, there were no samples in the archive of samples because the lot was expired at the moment of being aware of the event, it was not possible to determine the root cause of the claimed defect.

Event description:
Patient arrived to infusion with concern that eis pump is infusing too fast. It appears the pump is halfway completed at 18 hours. It appears the medication may be completed 10 hours ahead of time. Patient was advised to remove the sensor and let it hang freely and to call the provider with any concerns.